Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a printer roller broken. Upon evaluation of the customer¿s device, physio-control found that the therapy cable would not connect to the device. Physio observed that a pin was stuck inside the device¿s therapy connector which prevented a connection from the therapy cable. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined the cause of the reported issue was determined to be a pin in the monitor had broken off and left in the connector. The therapy connector was replaced. Physio then completed other unrelated repairs and verified proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector. It was observed that a pin had broken off in socket 1. The physical damage prevented the cable assembly from being installed.

Event description:
The customer contacted physio-control to report that their device had a printer roller broken. Upon evaluation of the customer¿s device, physio-control found that the therapy cable would not connect to the device. Physio observed that a pin was stuck inside the device¿s therapy connector which prevented a connection from the therapy cable. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.